Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The reported issue was discovered upon troubleshooting. The ro system was operating in emergency mode stage 2 for sampling when error "f¿02¿51¿01 failure: permeate conductivity exceeded" was received. The ro was switched from emergency mode stage 2 to rinse mode and the error " f¿04¿51¿04 failure: t1 test, pump p1s defective" was received. Upon evaluation, the thermal overload relay was found to be tripped and was reset. No signs of thermal decomposition were noted at the back of the motor protection switch (mps). The ro system was switched back to emergency mode stage 2 when a spark was visually observed near the thermal overload relay and the mps turned off. The thermal overload relay did not trip again. Pressing the button on the mps did not reset it. Upon follow-up the biomed stated that the spark was minor and caused no further issues. The mps was removed and upon further inspection there were visual indications of thermal decomposition identified. The mps was replaced to resolve the reported issue. The ro system was returned to service following repair. The sample is available to be returned to the manufacturer for physical evaluation. There was no reported patient involvement nor personal harm to any individuals as a result of the reported issue

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that thermal decomposition was identified within the aquabplus reverse osmosis (ro) system. The reported issue was discovered upon troubleshooting. The ro system was operating in emergency mode stage 2 for sampling when error "f¿02¿51¿01 failure: permeate conductivity exceeded" was received. The ro was switched from emergency mode stage 2 to rinse mode and the error " f¿04¿51¿04 failure: t1 test, pump p1s defective" was received. Upon evaluation, the thermal overload relay was found to be tripped and was reset. No signs of thermal decomposition were noted at the back of the motor protection switch (mps). The ro system was switched back to emergency mode stage 2 when a spark was visually observed near the thermal overload relay and the mps turned off. The thermal overload relay did not trip again. Pressing the button on the mps did not reset it. Upon follow-up the biomed stated that the spark was minor and caused no further issues. The mps was removed and upon further inspection there were visual indications of thermal decomposition identified. The mps was replaced to resolve the reported issue. The ro system was returned to service following repair. The sample is available to be returned to the manufacturer for physical evaluation. There was no reported patient involvement nor personal harm to any individuals as a result of the reported issue.

Manufacturer narrative:
Additional information: d9, h3, h6 plant investigation: no parts were returned to the manufacturer for physical evaluation. The reported event was confirmed by the manufacturer using the photographs provided by the customer. The cause for the identified thermal damage was likely a bad electrical contact at the motor protection switch. The contact resistance increased and the pump current led to increased thermal energy at the contacts points which overheated and damaged the cable lugs/wiring at the motor protection switch. Due to the bad electrical contact, a mains line could be missing and the thermal overload switch or the motor protection switch (depending on the operation mode) is loaded unbalanced and could trip. As a consequence the device operation was interrupted and the error codes were triggered. A contributing factor for a tripping motor protection switch or thermal overload relay could be also power issues (line fluctuations/blown fuse) which do cause higher currents. These constant high currents do also cause a triggered motor protection switch or thermal overload relay. This failure is a known issue. Corrective actions were defined. A new wiring design was released. The affected aquabplus was manufactured before implementation of the corrective action in the series production. Additionally, the new design of the motor protection switch is currently not released for the us market. According to the intake information the issue was resolved by replacing the motor protection switch in stage 1. It is recommended to check and replace the wiring and the motor protection switch in stage 1 and stage 2 to avoid additional failures.